Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported that after a consumer's battery replacement procedure, the hcp tested the system without issue. At an appointment today, the hcp tested impedances and all values with 2 are high/out of range. No falls/traumas were reported. The hcp was testing other combinations to see if therapy could be received without using electrode 2. The representative noted it was unknown if there was a loss of therapy, as well as the consumer lost therapy as a result of the impedance issue. Indication for use included parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that after the battery and extension replacement, the impedances were better but were still high at c<(>&<)>2 until it was tested at 3.0v. It was also stated that the surgeon suspected that contact 2 on the lead was compromised so the patient was programmed on c <(>&<)>2 in hops of preventing any further impedances issues. The cause of the high impedances remains unknown.

Manufacturer narrative:
This event is now reportable for serious injury.information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Additional information received from the manufacturer representative (rep) on (B)(6) reported that the battery and extensions were explanted and replaced on date of additional information. It was reiterated that on (B)(6) 2016 the extension and battery were replaced with no impedance issues, but a few days later the impedances were high for an unknown reason after stage ii procedure. The patient was tested both lying and sitting with high impedances shown, and were possibly due to a patient fall and scar tissue development, resulting in another replacement surgery. When replacing the extension and battery on date of additional information the extension, battery, and lead were tested in multiple combinations to determine where the impedance issue was, but the issue was not found or resolved. Indication for use included parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.